Event description:
Alarm getting hot. Alarm is new, not used. Not even used for 1 day, but it's getting very hot. Seems like it's ok and not damaged in transport. Also, smelling bad. Plastic or glue on inside of alarm is burning and smelling bad. Daughter is only (B)(6) and it may injure her if she uses it. Have tried to remove batteries and reinsert then after much time, but it's not helping. Alarm is still too hot to operate safely. FDA safety report ID# (B)(4).